Manufacturer narrative:
(B)(4)

Event description:
It was reported that balloon rupture occurred. A 7.0mmx80mm, 75cm mustang balloon catheter was advanced for dilation. However, when the balloon as inflated at nominal pressure, the balloon ruptured the device was removed and it was noted that the balloon ruptured on the laser-bonded taper tip. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. A visual and microscopic examination found no issues with the tip section of the device. A visual and microscopic examination found no issue with the profile of the markerbands. A visual examination confirmed that the device had been subjected to positive pressure and deflated prior to return. The returned unit was attached to an inflation device. Positive pressure was applied when liquid was observed to be leaking from a longitudinal tear in the balloon material. The tear stretched from the distal transition zone of the balloon for a total length of 42mm proximally. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 7.0mmx80mm, 75cm mustang¿ balloon catheter was advanced for dilation. However, when the balloon as inflated at nominal pressure, the balloon ruptured the device was removed and it was noted that the balloon ruptured on the laser-bonded taper tip. The procedure was completed with another of the same device. No patient complications were reported.